Event description:
Customer reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use specific troubleshooting steps, but the issue remained unresolved. A red led was blinking and the pump vibrated intermittently, prompting technical support to arrange a replacement pump. The customer was informed about necessary steps for returning the non-functional pump and for setting up the new one, including programming settings, updating software, and connecting their continuous glucose monitor to the replacement. Customer acknowledged all instructions provided by technical support, and a replacement pump was dispatched.